Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer did not recall any significant events leading to the button error alarm. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.